Manufacturer narrative:
1. DHR/bhr review lot#3325164. 1-the products of this batch were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line and cfs package line in december 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No actual sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant functional testing: 45psi leakage test and prn removal torque test. No leakage is found at the prn, and the prn removal torque is within the product specifications. Please see attachment for the test reports. 4. Sku#383012 is an intima ii product, the intended use is the intravascular administration of fluids, which has not been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the prn bouncing off is related to the wrong use of the product.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked with power injector. On (B)(6) 2024, a nurse used a closed intravenous indwelling needle on a patient, and after the indwelling needle venipuncture procedure, the contrast agent was prepared, the nurse opened the white end cap, connected the high-pressure master chromatograph line, and began injecting, and after 1 minute found that the heparin cap of the indwelling needle popped open, and immediately stopped the injection, installed a new heparin cap, and then continued to inject until the injection was completed, without causing harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.